Event description:
It was reported the image of the colonovideoscope did not appear during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) limited based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.